Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an audible alert sound. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard magnet tones from their implantable cardioverter defibrillator (ICD). Clinic staff states there are also high rate non-sustained episodes. The device remains in use and the patient has not been seen by their physician. No patient complications have been reported as a result of this event.